Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from the (B)(6) of pd catheter leakage (coded as product container leak) and peritonitis in a patient coincident with extraneal viaflex and physioneal 40 unknown bag therapies for renal insufficiency. In (B)(6) 2011, the patient experienced a pd catheter leakage and subsequently experienced peritonitis. It was not reported if the patient required hospitalization or if remedial therapy was rendered. At the time of this report, extraneal viaflex and physioneal 40 unknown bag therapies were ongoing and the outcome for the event of peritonitis had resolved. It was not reported if the outcome for the event of pd dialysate leakage had resolved. The physician considered the event of peritonitis to be possibly related to extraneal viaflex and physioneal 40, unknown bag therapy. The physician did not provide an assessment of causality for the event of dialysate leakage.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.